Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection did not confirm the end is jammed. A visual inspection of the returned drill guide did confirm the tip of the device is broken. The instrument exhibits signs of significant use and wear. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection did not confirm the end is jammed. A visual inspection of the returned drill guide did confirm the tip of the device is broken. The instrument exhibits signs of significant use and wear. A supplemental MDR with the results of investigation of the pending activities will be sent. (B)(4).

Event description:
It was reported that, during a thr surgery, the end of an r3 variable angle drill guide was jammed. The surgery was resumed, without any delay, with a back-up device. The patient was not injured as consequence of this problem. The investigation found that the tip of the device is broken.